Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal banding; performed on (B)(6), 2010. According to the complainant, during the procedure, the physician deployed five bands successfully. When the physician went to deploy the sixth band, the suture detached from the trip wire and the band would not deploy. The case was completed with a competitor's device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the ligator head had 2 out of the 7 bands remaining partially deployed on the ligator. The trip wire was not fed through the handle or properly cinched into the handle slot. However, there was deformation on the handle slot to indicate the trip wire was once cinched to the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread with 7 knots was intact and attached to the distal end of the trip wire. The 7 knots found on the deployment thread showed that an attempt was made to deploy all 7 bands which would require the turning of the handle knob and trip wire usage. Functionally, the handle was able to be turned and took up slacks. In addition, with each turn an audible click could be heard. Based on the analysis of the returned device, it is possible that during the procedure the customer may have wound the entire length of the trip wire onto the drum. The most probable root cause has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal banding; performed on (B)(6), 2010. According to the complainant, during the procedure, the physician deployed five bands successfully. When the physician went to deploy the sixth band, the suture detached from the trip wire and the band would not deploy. The case was completed with a competitor's device. The patient's condition at the conclusion of the procedure was reported to be fine.